Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>125 ohms). Information has been requested regarding the event resolution and healthcare facility, but a response has not yet been received. At this time, the rv lead remains implanted and no adverse patient effects were reported.